Manufacturer narrative:
H3. Device analysis for ins nma747810h subjected the ins to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins was received with an additional setscrew underneath the grommet. The grommet had a punchout hole and cosmetic cuts. After removal of the grommet and extra setscrew, the original set screw had broken pieces of silicone in the recess where the hex wrench would be inserted. The original setscrew was found in the correct location and had not been backed out. The extra setscrew did not have broken pieces of silicone in the recess where the hex wrench would be inserted. There was damage to the tecothane indicating attempt to turn in the extra setscrew. The original setscrew was able to be tightened to a lead. Ins functional test has a good stable output for all electrodes referenced to one electrode was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is 3 (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is valid. G2. Foreign: united kingdom medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp was unable to close the setscrew on the implanted neurostimulator (ins). They were able to properly tighten the first setscrew of the ins, however it was not possible to tighten the second setscrew at all. The manufacturer representative (rep) explained that the correct torque wrench (as provided in the ins kit) was used. The risks described in the manual for a setscrew not being properly tightened were discussed. For this case, the hcp will most likely decide to replace the ins with a new one to ensure the setscrews could be properly tightened. No patient harm was reported. Additional information was received. Healthcare provider info and event date confirmed. The issue was observed intra-operatively. No previous issues and when the new ins battery was opened there were no issues with that. Implant date of the device was 2023-dec-14. To fix the issue, a new ins battery had to be opened as there was no confidence that if the screw couldn¿t be tightened then fluid may get into the header of the ins. No issues occurred with the new ins. Information confirmed with physician/account.